Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in fill one of treatment. The leak was observed to have come from the domes of the cassette. Patient had no ill effects. Sample is available.